Manufacturer narrative:
The device history records (DHR) for the device were reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria.; investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported patient with transient light sensitivity syndrome at one month lasik post operative visit. At visit patient reported "very light sensitive, wearing sunglasses indoors and at computer, turned cell phone background brightness all the way down because too bothersome for eyes." Additional information indicated patient's topical steroid dosage was increased followed by a taper. Additional information from reporter indicated patient has not returned for additional post-operative follow ups.